Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that patient complications occurred. On (B)(6) 2022, unstable angina occurred at the ramus and was successfully treated with a 2.50 mm x 20 mm synergy xd drug eluting stent. On (B)(6) 2022, the patient presented with myocardial infarction and was treated with target vessel revascularization. On (B)(6) 2024, the patient presented with refractory angina and was treated with target vessel revascularization. On (B)(6) 2025, the patient presented to the hospital with symptoms of exertional chest pain. The patient was hospitalized for further evaluation and treatment. Medication was given to treat this event. At the time of event the patient was on aspirin and clopidogrel, which were continued. On (B)(6) 2025, coronary angiography revealed 95% in stent restenosis at ramus. A 95% in-stent restenosis at ramus was treated using balloon angioplasty catheter and other pci devices. Post revascularization, the residual stenosis was noted as 40% with timi flow 3. The event was considered as recovered/resolved and on the same day patient was discharged from the hospital.

Event description:
It was reported that patient complications occurred. On (B)(6) 2022, unstable angina occurred at the ramus and was successfully treated with a 2.50 mm x 20 mm synergy xd drug eluting stent. On (B)(6) 2022, the patient presented with myocardial infarction and was treated with target vessel revascularization. On (B)(6) 2024, the patient presented with refractory angina and was treated with target vessel revascularization. On (B)(6) 2025, the patient presented to the hospital with symptoms of exertional chest pain. The patient was hospitalized for further evaluation and treatment. Medication was given to treat this event. At the time of event the patient was on aspirin and clopidogrel, which were continued. On (B)(6) 2025, coronary angiography revealed 95% in stent restenosis at ramus. A 95% in-stent restenosis at ramus was treated using balloon angioplasty catheter and other pci devices. Post revascularization, the residual stenosis was noted as 40% with timi flow 3. The event was considered as recovered/resolved and on the same day patient was discharged from the hospital. It was also reported that on november 26, 2024, the patient was on aspirin and clopidogrel, which were continued. Medication and revascularization were performed as action taken to treat this event. On (B)(6) 2024, coronary angiography revealed 99% in stent restenosis at the left circumflex artery (lcx)) and 90% in stent restenosis at the ramus. The lcx was treated using drug eluting stent, balloon angioplasty catheter and other percutaneous coronary intervention (pci) devices. Post revascularization, the residual stenosis was noted as 0%. On (B)(6) 2024, 90% in-stent restenosis at ramus was treated using other pci devices. Post revascularization, the residual stenosis was noted as 30% with timi flow 3. The event was considered as recovered/resolved. It was further reported that angina pectoris occurred on (B)(6) 2025. During the (B)(6) , 2025, procedure, the 95% in stent restenosis at ramus with under expansion of the synergy xd stent was successfully treated using non-boston scientific intravascular lithotripsy (ivl) and a 2.5 mm x 30 mm agent dcb. The patient was discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3 date of event: corrected.

Event description:
It was reported that patient complications occurred. On (B)(6) 2022, unstable angina occurred at the ramus and was successfully treated with a 2.50 mm x 20 mm synergy xd drug eluting stent. On (B)(6) 2022, the patient presented with myocardial infarction and was treated with target vessel revascularization. On (B)(6) 2024, the patient presented with refractory angina and was treated with target vessel revascularization. On (B)(6)2025, the patient presented to the hospital with symptoms of exertional chest pain. The patient was hospitalized for further evaluation and treatment. Medication was given to treat this event. At the time of event the patient was on aspirin and clopidogrel, which were continued. On (B)(6) 2025, coronary angiography revealed 95% in stent restenosis at ramus. A 95% in-stent restenosis at ramus was treated using balloon angioplasty catheter and other pci devices. Post revascularization, the residual stenosis was noted as 40% with timi flow 3. The event was considered as recovered/resolved and on the same day patient was discharged from the hospital. It was also reported that on (B)(6) 2024, the patient was on aspirin and clopidogrel, which were continued. Medication and revascularization were performed as action taken to treat this event. On (B)(6) 2024, coronary angiography revealed 99% in stent restenosis at the left circumflex artery (lcx)) and 90% in stent restenosis at the ramus. The lcx was treated using drug eluting stent, balloon angioplasty catheter and other percutaneous coronary intervention (pci) devices. Post revascularization, the residual stenosis was noted as 0%. On (B)(6) 2024, 90% in-stent restenosis at ramus was treated using other pci devices. Post revascularization, the residual stenosis was noted as 30% with timi flow 3. The event was considered as recovered/resolved.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. B3 date of event and b5 describe event or problem: corrected.